Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the procedure, the snare loop broke when it was cutting through a polyp. The complainant noted that no part of the device had detached. A second sensation jumbo oval snare was used (with the same generator settings) to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Reporter alleged that aviva strips were labeled with an expiration date of "1/31/2006". The manufacturer's records show the actual expiration date to be 12/31/2006. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.